Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a red coiled cap shaving was observed inside the housing, outside of the fluid path. This confirmed the reported problem. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor elastomeric device was observed with particulate matter inside of the casing. This condition was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be conducted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.